Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown versys head-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00027. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 10 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: - 00801803202- femoral head sterile product do not resterilize 12/14 taper- 61452278 -00631005832- liner 10 degree elevated rim 32 mm i.d. For use with 58 mm o.d. Shell- 61405420 - 00620005822- shell porous with cluster holes 58 mm o.d.- 61368472 -00771301300- modular femoral stem press-fit plasma sprayed cementless size 13.5- 61403156 multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00027. 0001822565 - 2021 - 00321 . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip revision approximately 10 years post implantation due to pain, stiffness, elevated metal ions, and trunnionosis. During the revision, significant heterotopic ossification was removed. The head and liner were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a healthcare professional. Review of the device history records for the neck identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported neck and no additional complaints for the reported part and lot combinations. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined that the stem is not reportable. There are no allegations against it. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined that the stem is not reportable. There are no allegations against it. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.